Event description:
The pt had a bard g2 ivc filter placed in 2008. It fractured and the pt was sent to me to remove the fractured filter and the pieces. The filter body and the 2 fractured pieces were removed (one piece in right pulm artery and 1 in ivc).